Event description:
It was reported that the patients pocket site had opened up. It was also noted that the patient experienced a loss of stimulation due to high impedances on the leads. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were replaced. The patient was doing well postoperatively, and the explanted devices will not be returned as per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5088468 / 5088810.